Event description:
It was reported that during a reprocessing in-service it was found that the customer reused diluted detergent solution on the subject device and detergent was not being changed between endoscopes. There were no reports of patient involvement or harm.

Manufacturer narrative:
Olympus provided detailed instructions per the instructions for use and instructed the customer that they must use new clean prepared detergent solution for each endoscope. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated d8, h3, and h4. Corrected g2. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned to the plant, the reported malfunction could not be reproduced. The likely cause could be reprocessing deviating from the instruction manual. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Instructions. Rhino-laryngo videoscope. Olympus enf-v3. Reprocessing manual. Chapter 3 compatible reprocessing methods and chemical agents. 3.3 detergent solution. Warning: do not reuse detergent solutions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.